Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment information included unspecified antibiotics. The patient reported she was not hospitalized, but on an unreported date went to the ER and was told she probably had peritonitis two weeks prior to her coming in. At the time of this report the patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11a13057, h10k12043, h11b21041, h11c31030, h11e19022, h11e02044 and h11f22040 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.